Event description:
Swelling in their knees [joint swelling], fluid aspirated from knees [joint effusion]. Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician via a sales rep regarding a pt (demographics not provided), with initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan gf-20) injection (dosage regimen and route of administration not provided) into an unspecified knee. The lot number of synvisc was not provided. On an unspecified date, the pt developed swelling in knees. The arthrocentesis was performed by physician (unk amount of fluid aspirated) from pt's knees (knee effusion) but it was not sent to the laboratory for testing as the physician knew that it was not infected. The outcome for both the events was not provided. The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc and both the events. F/u info was rec'd on (B)(6) 2013 from the physician regarding pt's demographics, medical history, suspect drug and its lot number, and pt's clinical course which upgraded the case to serious. The pt was identified as a (B)(6) female with initials (B)(6). The pt's medical history was significant for osteoarthritis of both knees (for more than three yrs; grade: severe; with joint narrowing and osteophytes and no prior effusion), previous treatment with no steroidal anti-inflammatory drugs, steroids (unspecified) and synvisc (in 2012). On (B)(6) 2013, the pt rec'd intra-articular synvisc injection in both knees, one syringe weekly. The same day, the pt developed swelling in both knees. The pt rec'd a steroid (unspecified) injection as a treatment. It was reported that the pt did not receive second and third synvisc injection due to the events. On (B)(6) 2013, the pt recovered from the event of swelling in both knees. The intensity of the event of swelling in both knees was moderate. The reporting physician assessed the relationship between synvisc and the event of swelling of both knees as definite.

Manufacturer narrative:
F/u info was rec'd on (B)(4) 2013 in the form of qa (quality assurance) investigation summary. The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. The qa (quality assurance) investigation summary was rec'd on (B)(4) 2013. Eval summary: the production and quality control documentation for lot number u1212a, with expiration date (07/2015) were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.